Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was reported outside of the laboratory to the patient. The patient was initially tested with a urine pregnancy test and the result from this test was positive. The patient then went to the laboratory for testing and a blood sample resulted as 0.221 miu/ml. The patient then went to the pharmacy to take another pregnancy test and the result from this test was positive. The patient then returned to the laboratory asking for an explanation of the 0.221 miu/ml result. The blood sample was then repeated twice, resulting as 168.2 miu/ml accompanied by a data flag and 175.5 miu/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 240444. The reagent expiration date was requested, but not provided. The issue was believed to be related to a sample handling issue as the coagulation time of the sample was not within specifications. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Calibration signals for the level 1 calibrator were within expected values and the signals for the level 2 calibrator were slightly lower than expected. All measured quality control results were within range. Possible root causes for this event may be foam/bubbles on the sample surface, a tilted tube in the rack in combination with a wet inner tube wall, sample quality, and insufficient maintenance. The most possible root cause is sample quality as coagulation time was not within specifications.